Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the implantable neurostimulator (ins) battery depleted quicker than it used to. The patient had not been reprogrammed or switched to a new group, and they did not have the need to increase parameters. There were no previous discharged/overdischarged events. It was also reported that the patient didn¿t like how long it took her to charge up the ins. It was confirmed that she was getting 8 coupling bars, but it could take a couple of hours to charge up her ins. In the end, the patient was redirected to follow-up with their healthcare professional (hcp) to check the ins. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.